Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: explanted stent requiring medical intervention. Device issue: difficult to remove. It was reported that the physician was performing an angioplasty at the diagonal and at the anterior descendent coronary artery. During the procedure, a 3.0 x 18 mm promus stent was implanted. The procedure became prolonged due to several difficulties, among which there was difficulty removing three guide wires. The patient started experiencing chest pain, but did not have an infarction. Finally, the three guide wires and a catheter were all removed by force at the same time; however, the implanted stent was attached to these devices. Subsequently, a xience v stent was implanted successfully. The chest pain disappeared and the pt was discharged normally. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as distributor distributes promus in the us as its brand label of abbott vascular's drug eluting stent.